Manufacturer narrative:
The patient had a crown cemented on tooth #31 in (B)(6) 2010 and reported experiencing the loss of the same crown on three (3) separate occasions. The patient experienced the first loss of the crown and the doctor cleaned out the restoration and re-cemented it on (B)(6) 2011 using maxcem elite. The patient experienced the second loss of the crown in (B)(6) 2012 and the doctor cleaned out the restoration and re-cemented it on (B)(6) 2012 using maxcem elite. The patient experienced the third loss of the crown and the doctor cleaned out the restoration and re-cemented it on (B)(6) 2013 using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately twelve (12) patients had experienced the loss of a crown after placement with maxcem elite product. This is the third of twelve (12) reports.